Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients that are dependent on pacemaker is to have generator replacement asap. Patient is dependent on pacemaker. Pacemaker generator changed on [redacted].